Manufacturer narrative:
Analysis was performed by remote service engineer (rse) which included review of the event log and configuration file and troubleshooting with the customer. The results of the analysis indicate the pic ix log audits show a red bradycardia alarm on the monitor and the pic ix at 0728 hrs and a red desaturation alarm was triggered at the monitor and the pic ix at 0729 hrs. Both alarms were acknowledged from the pic ix usin control unit at 0730 hrs. The logs cannot confirm if sound was audible; however, the customer did confirm that audible sound worked correctly before and after the event and the alarms were acknowledged, which indicates the user was notified. The technical logs do not show any malfunction of the pic ix. Based on the results of the analysis, the product was confirmed to be operating per specifications alarms occurred during the specified time period and were acknowledged by the user. The rse provided the customer with information regarding alarm behavior and configuration. A review of the service history for this device shows the problem has not been reported again for this device. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that on (B)(6) at 0729 hrs. A desaturation alarm did not sound in room 408. The device was in use on a patient at time of event, there was no adverse event reported.